Manufacturer narrative:
Pump passed all functional testing, including the self, ide current measurement, run current measurement, rewind, prime and seating, basic occlusion, occlusion, force system sensor, displacement tests and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Pump passed the dat. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 710mg/dl. The customer had symptoms such as vomiting and nausea and treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 492 mg/dl at the time of the call. Troubleshooting was performed and found that the the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.